Event description:
Additional information received identified that there were no known allegations of deficiency against the device.

Manufacturer narrative:
No known allegations of deficiency against the device.

Manufacturer narrative:
Corrected data: d4 - additional device information. D6a - date of implant. D6b - date of explant.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was deemed inoperable, and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.